Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2024 as it is just known that the event occurred approximately one month post procedure, and the procedure date was (B)(6) 2023.

Event description:
It was reported that a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. The patient was discharged home on plavix only one day post procedure. Approximately one month post procedure, the patient presented to the hospital with minor mental status changes. A scan was performed, and the patient was discovered to have suffered a small stroke. A transesophageal echocardiogram (tee) was performed, which showed that the closure device was placed appropriately with no thrombus on the closure device. The patient was placed on aspirin in addition to plavix and was discharged home.